Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the lead was capped approx. 77 months after the implantation due to an increased pacing impedance >3000 ohms. No adverse patient side effects have been reported.